Event description:
It was reported that during a sigmoidectomy procedure, the staples were unformed. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B)(4): info is unavailable; device was not returned for eval. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint info is trended on a regular basis to determine if further investigation is warranted.